Event description:
The customer states that an infant generated the following results in 2007 on the architect c8000 analyzer: neonatal bilirubin = 5.9 mg/dl, direct bilirubin = 1.7 mg/dl, and total bilirubin = 5.0 mg/dl. On 21 october 2007, the following results were generated: neonatal bilirubin = 5.5 mg/dl. The infant was then given a lipid treatment- "intralipids" by IV drip. The following day, a new sample was taken from the infant that was ranked 4+ for lipid appearance with a triglyceride level 1125 mg/dl. This sample generated an architect c8000 neonatal bilirubin assay result of 25 mg/dl. Another sample was taken approximately one hour later, and generated a neonatal bilirubin result of 30 mg/dl. The cta had the customer dilute the sample 1:20 with a final result of 20 mg/dl. The customer states that the result of 30 mg/dl is prompting a discussion of an exchange transfusion for the infant. The customer is requesting information on the effects of lipids on the neonatal bilirubin assay. The cta discussed the interference information from the assay's package insert that led the 1:20 dilution of the sample. Another sample was drawn approximately six hours later and generated a neonatal bilirubin result of 5.8 mg/dl. On three days later, another sample was taken and generated a neonatal bilirubin result of 4.0 mg/dl. The physicians made the decision not to perform any exchange transfusion. There currently is no further information on patient management.

Manufacturer narrative:
The complaint text indicates the issue was most likely due to lipid interference of the assay as the instrument was performing as expected. The cc neonatal bilirubin reagent package insert addresses the customer's issue in the section: specimen collection and handling, suitable specimens, expected values, and interfering substances. The abbott architect system operations manual ((pn 201837-104) june, 2007)) provides information regarding the customer's issue in: section 3 - principles of operation, c system principles of operation, sample interference indices measurement (c system). Sample interference indices measurement is the process a c system uses to measure hemolysis, icterus, and lipemia in a sample once it has been mixed with the reagent or saline. Specimens containing interfering substances such as hemolysis, icterus, and lipemia absorb at different wavelengths. Section 7, operational precautions and limitations, requirements for handling specimens - requirements for handling specimens: advises the customer to see the reagent manufacturer's assay-specific documentation (such as a package insert or reagent application sheet) for detailed, assay-specific information about specimen collection, preparation, and storage. Also, fat-emulsion feeding solutions given intravenously are known to cause falsely increased values for total bilirubin (see moore, j.j., liposyn interference with neonatal bilirubin measurements. Clinical chemistry 28, 2334-2335 (1982)). The investigation demonstrated that the clinical chemistry neonatal bilirubin assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report. End of report.